Event description:
Notification of death was received when a returned mail envelope was received indicating deceased. Investigation revealed that the customer had passed away a couple months ago. A family member called on february 2, 2003, about the death. It was not certain that the pump was being used at the time of death. The reservoir was empty and there is evidence that the pump alarmed but it could not be confirmed that anyone heard the alarm. The customer did a manual injection. It was stated by the relative that the customer may have over injected insulin causing their bgs to go low. There was no add'l info provided at this time.